Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a replace battery now alarm from the insulin pump. The customer's blood glucose reading was 7.2 mmol/l. The customer stated that the batteries only lasted for less than 8 hours. The customer stated that she inserted a fresh lithium battery last night and the pump alarmed low battery. The customer received a low battery alert prior to the replace battery now alarm. The customer stated that the battery is not cracked, loose or damaged. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The detailed trace analysis confirmed the low battery and pump error 25 alarms were triggered when the backup battery loaded voltage was less than 3.5 volts. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with operating currents within specification. No unexpected replace battery now alarms were noted. The pump was received with a scratched case, a faded serial number label, a missing end cap address label, a cracked select button keypad overlay, keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.